Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown, rupture.

Event description:
Patient reported that they would like to receive their product and warranty information. Later patient reported "got a rupture", "had a capsular contracture grade unknown" diagnosed via ultrasound, "got a biopsy and she has been told has a benign tumor, there was fluid coming out from the implant also". The event "benign tumor" has been deemed as not related to the device. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d6a.

Event description:
Patient later reported capsular contracture, baker grade iii.